Manufacturer narrative:
Based on the currently available info, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. We have made multiple attempts to contact the pt; however, we have been unable to make contact. The email address provided by the pt was erroneous a lot number was listed on the maude event report and review of the mfg records showed that the lot was manufactured with no anomalies. Based on the events as alleged, it is unclear if the pt may have developed a new hernia or developed a recurrence of the incisional hernia. Recurrence is a known possible complication listed in the IFU. This MDR includes all pt, event and device info davol has received to date. If additional info is obtained, a follow up MDR will be submitted.

Event description:
Per maude event report (mw5036222): alleged "I had a partial colectomy in 2009 leaving me with an incisional hernia. In (B)(6) 2010, the surgeon "fixed it" with an 8x10 composix (bard/davol) mesh. Nothing has been the same since. Please understand that I have a high pain tolerance as I put up with acute diverticulitis prior to my original surgery. I have suffered pain, at all of the laparoscopic entry points. Also, nausea, fever, incontinence, and insomnia, not to mention this feeling of an elastic band that is randomly pulled that doubles me over with a charley horse type effect, that has a mind of its own. For instance, during bowel movements, sex (that by the way, I used to enjoy), bending over to tie a shoe, pick something up, shave my legs and/or other parts of my body, etc. I have had two CT's in two different states. One said I now have a wide mouth hernia, the other said my muscles were completely separated and that they don't deal with mesh. I don't have means to have this taken out of me as I have (no) insurance. I just want to be me again. Now I'm beyond depressed, the medical profession and the FDA are acting like this isn't real. I'm real and I'm honest. I've gone online researching and I known I'm not alone. They have to stop putting this stuff in people. After all the recall was 2005. When will it be real to the powers that be? When one of them are affected. Thank you for this time. I can only hope I am not wasting mine."